Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a replacement to address the atrial lead handled in 2017865-2020-22840. Physician decided to also remove and replace the right ventricular lead at the same time for an unknown reason. No patient symptoms were reported and patient was recovering after the procedure took place.